Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; diff bowel; rec incont; damage; psych; oth pain: abdominal pain surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: repair a rectal prolapse. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: panadol, ibuprofen, panadeine forte, benzodiazepine, suppositories for the treatment of: to alleviate pelvic, abdominal pain and cramping. Suppositories for slow moving bowel dysfunction.. Treatment duration: pain medication used frequently. On (B)(6) 2019 the patient commenced psychological medication: aropax and lexipro for the treatment of: depression and anxiety. Treatment duration: 2 years and 10 months. The patient was treated with other medication (please specify).

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.